Event description:
It was reported that the pt underwent a sling procedure during 2001. Physician had the pt perform the cough test and felt that the tape was too tight. Physician loosened the tape after plastic sheath had been removed. Following the procedure, the pt's condition did not improve. In 2002, physician removed sling and noted that it was "curled and not flat". Another tvt was inplanted using an abdominal approach. The pt's condition has improved following the second procedure.